Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2025-008390. This complaint will be closed as duplicate.

Event description:
It was reported to philips that during a percutaneous coronary intervention procedure (pci) the system did not emit x-rays, preventing the continuation of fluoroscopy and imaging necessary for the procedure. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.